Event description:
There were no carbohydrate count or insulin dosages provided. The pod was then removed. She realized the cannula was under the adhesive pad and it was not in her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.